Event description:
Reporter indicated that vns pt had passed away. Circumstances surrounding cause of death are not known at this time. It was reported that the pt experienced no change in seizure control with the vns therapy and was receiving therapy at the time of death. The vns therapy system was not explanted.

Event description:
Product analysis summary: the lead assembly was returned for analysis in one piece. The lead was received without the electrodes. Continuity check using a multimeter was performed. Continuity check did not identify any discontinuities on the portion of the lead returned. The condition of the lead is consistent with conditions that exist following the explant procedure. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. There were no visual anomalies identified or observed. The pulse generator did not show any condition that would have contributed to reported events.